Event description:
Customer reported she was awakened by the insulin pump alarming button error. She then removed the battery and reinserted and the device alarmed unexpected restart. Customer's blood glucose was 51 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for unexpected restart was performed. Customer mentioned she had noticed the reservoir had leaked in the insulin pump and believes may have caused the button error alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number MDR 2032227-2015-06248 and MDR 3004209178-2015-93174.

Manufacturer narrative:
The pump had a blank display due to a problem isolated to the interface board. Unable to confirm the unexpected restart or button error alarms due to the blank display. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners noted during visual inspection.